Event description:
The custom tubing pack was set up and primed. The staff noticed that the tie bands on both the inlet and outlet of the quadrox were loose. The tubing was still connected tightly, but the tie bands were not tightened properly.

Manufacturer narrative:
The device has not yet been returned for maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).